Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. In addition, the customer reported that the pump battery was observed to be depleting quickly. The customer's blood glucose was 177 mg/dl and a bolus was delivered. Reportedly, the customer changed the infusion set to address the air bubbles. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified; however, the alleged air bubbles could not be verified. The information will be used for tracking and trending purposes.